Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was not able to adjust stimulation. The patient programmer was showing a "call your doctor" icon. A power on reset occurred. Patient had called patient services for assistance in clearing the screen, but they were not able to help the patient as it was a warning por not an informational por. Additional information has been requested and if received, a follow up report will be sent.